Manufacturer narrative:
Outcome of investigation is pending receipt of unit to evaluate. A final report will be submitted upon completion.

Event description:
Celing lift reported falling from track and hitting staff member resulting in injury to the left arm and chest, requiring a hospital visit. Full extent of injuries unknown at this time.

Manufacturer narrative:
This room was installed and inspected on (B)(6) 2013. On this checklist, endstops were checked off. This system last underwent preventative maintenance on (B)(6) 2015. Endstops were present during this inspection. The facility regularly moves lifts into different track systems, therefore it appears that the endstop was mistakenly not re-installed after one of these lift redistributions. Based on a picture sent, there is no hole in the track in the room, indicating no pin was ever installed. Prism medical recommends both end stops and pins ("bolt end stops") be in place where the track does not run right up to a wall per the ceiling lift system installation final checklist and inspection form (B)(4). Root cause: facility did not reinstall end stop after moving a unit. In addition, the installer did not install the pin per prism's recommendations. Corrective action: the dealer will be notified on our recommended installation procedures. In addition, we will recommend that they adopt our ceiling lift system installation final checklist and inspection form (B)(4).